Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra aortic balloon pump (iabp) malfunctioned. Helium tank leak. No harm reported.